Manufacturer narrative:
It was initially reported that the system controller would be returned for evaluation. However, no product was returned for analysis. Device evaluation: although the epc-system controller (B)(4) was not returned for evaluation, the reported pump stop event was confirmed through analysis of the provided log file. The log file revealed two time clock resets that were associated with a complete loss of power to the system controller and resulted in pump stop events. These events were accompanied by low speed advisory/hazard and low flow hazard active alarms. The power cable disconnect alarm was active prior to both time clock reset events and indicated that the system controller was supported solely on one (black power cable) of the power cables. When power was restored, the pump resumed operation at the set speed and the pump appeared to operate as intended until the end of the log file. A specific cause for the loss of power cannot be conclusively determined based on the log file data. Several product return request letters were sent to the customer site in an attempt to retrieve the device. The product has not been received. The complaint will be reopened if the system controller (B)(4) is returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of the device - 2 years, 2 months (calculated from the ship date). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2012. On (B)(6)2017, it was reported that the patient heard an unspecified audible tone from the system controller, without any accompanying visual alarms to identify the specific issue. An intermittent audible alarm was also reportedly heard by the patient while the system controller was connected on the power module. The patient was asymptomatic. The clinicians interrogated the system controller history file but no alarms were recorded. The system controller log file was downloaded and submitted to the manufacturer for analysis. A review of the patient¿s system controller history file by the manufacturer¿s clinical representative revealed a pump stoppage event around 8 am that was followed by a clock reset entry. The event occurred while the system controller was connected to the power module via a patient cable. A time clock reset flag indicates that the system controller has lost all external power. Visual inspection of the patient¿s percutaneous lead revealed some cosmetic tears to the white silastic layer that were covered with rescue tape; however, no other pump stoppages or speed decelerations were observed. Further analysis of the submitted log file by the manufacturer¿s technical services representative revealed intermittently low recorded supply voltages when connected to the power module. The clock reset had occurred when the system controller was connected to the power module, and the supply voltages had been low. The issue was suspected to be voltage related and a recommendation was made to the clinicians to replace the patient cable to determine if the issue would resolve. On (B)(6)2017, it was reported that the lvad system continued to have occasional decelerations in pump speed associated with a drop in voltage supplied to the system controller. The patient was provided with new primary and backup system controllers. No additional information was provided.